Event description:
Consumer stated: this product could be a chocking hazard. My 20 mth bit off the bottom tip! Hence this is a chocking hazard for toddlers. The rubber used is too soft and needs to be firmer. The brush head wears out very fast- I guess you get what you pay for! Product was not returned.